Manufacturer narrative:
(B)(4) - the incident reported is most likely caused by skin-skin contact between the inner thighs. The fact that several sans with high sars values were used may have contributed as well. Skin-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore an accessory set is part of every mr system delivery containing several spacers and cushions. The instructions for use contain extensive warnings and instructions for pt positioning.

Event description:
The pt was scanned for a pelvis examination with the qbc positioned head first, supine. Also the spine coil was positioned for a lumbar study, however was not in use and not connected at the time of the burn. Immediately after the examination 2 second degree burns over 1cm in diameter on both the inner thighs were observed.